Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been doing something outside on (B)(6) 2016 and it felt like something popped in their back. Ever since then the patient started feeling a shocking sensation in their butt and having different pains in different places. The patient turned off the implantable neurostimulator (ins) and did not have any more shocking.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.